Manufacturer narrative:
The device pusher assembly has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and the middle cerebral artery (mca) using a penumbra system separator 3d (sep 3d). During the procedure, while attempting to remove the sep 3d out of the patient, the sep 3d fractured. The physician attempted to retrieve the fractured sep 3d using a penumbra system 5max ace reperfusion catheter (5max ace), but was unsuccessful and the broken sep 3d was left in the patient's cerebral artery (m2-segment extending into the m1-segment). There was no report of an adverse effect to the patient. The patient was doing well and was discharged after five days, according to an update provided by the physician on (B)(6) 2016.

Manufacturer narrative:
This MDR was submitted in error. The separator 3d is not a commercially approved device in the united states and is subject to the investigation device exemptions (ide) regulation, 21 cfr part 812.